Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, lead, implanted: (B)(6) 2010; 407652, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
The patient reported that the device barely lasted three years, and that it failed prematurely despite minimal use of battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.